Event description:
It was reported that the user attempted to reconnect a dexcom g6 continuous glucose monitor (cgm) but lacked the transmitter number, leading to an incorrect or incomplete pairing and subsequent decision to start a new g6 sensor and transmitter; this aligns with an improper or incorrect procedure or method and involves no specific device component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact and no clinical signs, symptoms, or conditions. User support included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with incomplete pairing procedure. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and absent transmitter number.